Event description:
The physician reported there have been 2 patients who experienced stroke symptoms such as peripheral sensitivity during pulmonary vein isolation procedures. Both strokes were transient and resolved without interventions. There were no alleged performance issues with any device and there is no further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.